Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
It was reported that the physician found blood sticked at the proximal end distal electrode of thermocool smarttouch catheter after afib ablation procedure. Per the picture that provided by the customer, the material looks red/brown, and not black/grey or burned. The physician did not consider the amount of material observed caused a potential risk to the patient. There were no unusual behaviors of the catheter or the generator or the pump. There is no patient consequence. However bwi takes conservative approach to report this event due to the potential source of embolism.

Manufacturer narrative:
(B)(4). It was reported that after the procedure physician found blood stacked at the proximal end distal electrode. The returned device was visually inspected upon receipt and a reddish brown material was found on the proximal end of tip dome. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified; however catheter was found within specifications. The root cause of the reddish brown material cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).